Event description:
It was reported that the patient had an increase in seizures and his generator has been replaced on (B)(6) 2013. The mother reported to the physician that the patient had a cluster of seizures with 2-3 seizures per night lasting a minute each. Previous increase in seizures was related to infections that exacerbated the seizures. Attempts to contact the physician have been unsuccessful to date. The product was returned to the manufacturer on (B)(6) 2013. According to the physician's notes the vns settings are: vns output current 1.75, on 30 seconds, 1.1 minutes off. Lead impedance is okay, ifi (intensified follow up indicator): yes. The physician stated that the patient's seizures control is fair, but his vns generator needs to be replaced.

Event description:
Product analysis on the returned vns generator was performed. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Final electrical test showed a non-ifi condition and the vns generator revealed that 90.589% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.